Event description:
The dentist reported that 9 months after the dental implant was installed in intraoral region around #8/#9, it was verified its non osseointegration. 45 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii) and presented fistula.